Event description:
It was reported that the locking mechanism would not engage on the insert. Another was opened and it engaged and seated just fine.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding seating/locking issues involving a duracon insert was reported. The event was confirmed. Visual inspection of the returned device showed damage consistent with attempted implantation and/or explantation. Further inspection was not performed as the device was received in damaged condition. There have been no reported discrepancies for the referenced lot. There have been no reported events for the lot referenced. The damage observed on the insert is indicative of attempted and unsuccessful implantation. The exact cause of the event could not be determined as the device was returned in damaged condition and therefore dimensional and functional inspection cannot be performed.

Event description:
It was reported that the locking mechanism would not engage on the insert. Another was opened and it engaged and seated just fine.